Event description:
It was reported that during a mildly torturous, moderately calcified, 80% stenosed, lower extremity right common lilac peripheral artery procedure, without pre-dilatation the 9.0 x 39 mm omnilink elite was used for direct stenting and the balloon was thought to have ruptured during the first inflation at 11 atmospheres (atm). After the stent delivery system was removed from the anatomy, the guide wire lumen in the balloon was observed to be leaking. The device was prepped without issue. Another omnilink elite was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: radifocus. (B)(4). The device was returned for analysis. The reported inflation issue or leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the omnilink elite instruction for use (IFU) states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Evaluation summary: the device was returned for analysis. The reported inflation issue or leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the omnilink elite instruction for use (IFU) states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Based on the reviewed information, no product deficiency was identified.